Event description:
Report received from the USA stating that the device was causing oil leak from the handpiece. The device was being used during surgery, but there were no injuries. It is unknown if there was any medical intervention or a delay in surgery. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "oil leak" was not confirmed. During service, the technician did not detect any oil leaks. If additional information becomes available, a supplemental report will be sent. (B)(4).